Event description:
Patient was undergoing selective coronary angiography with bypass grafts. Lesion was predilated with 3.0 x 12mm apex balloon. There was difficulty in engaging the svg graft due to the extreme tortuosity, poor guide support and difficult engagements due to the fact that there is a stent at the ostium of this svg graft. They brought in a guideliner for more support because they were unable to pass a 3.5 x 15mm alpine drug-eluting stent. Attempted to cross the stent and the stent came off of the stent balloon and was floating in the aorta and in the graft. Several attempts to retrieve were unsuccessful and it embolized in the right renal artery branch.